Event description:
The hosp reported that during the saphenous vein harvesting procedure the scissors did not cauterize properly and the case had to be converted to the conventional open method for vein retrieval. No add'l pt complications were reported.